Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no report or indication that a malfunction of an ion system, instrument, or accessory occurred. System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a major hemorrhage occurred. The target nodule was in the right middle lobe. The physician reportedly hit an unknown major vessel rather than the nodule during the biopsy. It was unknown what medical intervention was performed or the amount of blood loss. The patient is currently in the ICU in stable condition. No device malfunction was reported. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.